Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported inflation issue was not confirmed. The reported material deformation was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue; however, the reported material deformation appears to be related to the operational context of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.0 x 23 mm xience xpedition stent delivery system was used; however, the stent delivery balloon was not able to inflate. Therefore, the device was removed from the anatomy and it was noted that the distal end of the stent was mangled. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.